Manufacturer narrative:
Testing and investigation found the device alarmed with an s321 (motor error-pmc, left) malfunction alarm code. The probable cause of the s321 error may be due to a broken encoder on the plunger motor. This report represents all the information known y the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.